Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was empirically confirmed. Available information suggests calcification likely contributed to the event as the customer reported presence of "small and heavily calcified stj". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, the delivery system balloon ruptured when inflating valve. It occurred when the valve was 1cc away from nominal. This was not due to product issues it was due to a small and heavily calcified stj. This was something the doctor was aware of at the beginning. The delivery system was able to be brought out of the esheath and no harm was done to the patient. Additional information received stated that the balloon the rupture was horizontal. No extra volume was added; the delivery system was prepped nominal. The delivery system and esheath were removed as a single unit. There was no damage to the delivery system except the balloon ruptured. Every other part of the system was intact and not damaged. There was moderate leaflet calcium. The range for a 29 and was in the middle range for the area. The patient's final outcome was stable and a good outcome with the valve. The devices are not available for return as they were discarded. The root cause of the event was that the team knew this was a possibility due to the calcium in the stj and the stj measuring below 29mm.